Event description:
The patient underwent an assisted coil embolization with an enterprise stent (lot no. 13375220) to treat a giant aneurysm of the trigeminal artery. The vessel was extremely tortuous. The enterprise stent does not pass through the catheter prowler select+. All the products were new, and all the products were prep per (IFU) instruction for use guidelines. The synergy form indicated that the event occurred prior to inserting, but the event occurred during the procedure. No resistance was noted between the (gw) guidewire (.014"/300cm) and the (mc) microcatheter .014" when accessing the target site. The microcatheter was not re-shaped. It was verified that the reported event occurred at the distal end of the microcatheters. Constant and dedicated flush was maintained at all times through the systems, and the flush was re-adjusted after the enterprise stent was inserted. The microcatheter was not placed at an acute angle. Constant fluoroscopy was performed during insertion of the enterprise stent. The enterprise was being inserted through the microcatheter and in the patient. The introducer was seated properly on the microcatheter hub, and the tuohy adapter was closed to secure the enterprise introducer and prevent stent dislodgement. The issue was that the enterprise delivery system could not be advanced through the distal tip. Prior to inserting, neither the enterprise nor microcatheter were damaged. During insertion, the tuohy borst was closed to secure the introducer and allow passage of the stent. During the event, the stent was still mounted on the delivery system. After removal from the patient, the stent or delivery system were not damaged. The same microcatheter was not utilized to complete the procedure, and the target site was lost. Prior to shipping, no other issues were noted with any part of the product being returned (unraveled stretched, damage stent struts, damage microcatheter, kinks, bend, etc.).

Manufacturer narrative:
This is the first of two products involved with this product malfunction, which is associated with mfg report# 1058196-2009-00021. The product was received, but the analysis was not completed. Additional information will be submitted within 30 days of receipt.